Event description:
Balloon would not deflate, attempts to puncture failed. When he pulled back on the workhorse, the balloon became detached from the shaft and used forceps to remove the detached 10x4 workhorse. Placed another wire through entry site, passed ruptured balloon with a smaller balloon inflated, prior to that tried an .018 snare that failed to capture the deflated.